Event description:
A malfunction was reported by a customer in france associated with their insulin pump, identified as malfunction 16-0x20e6. There was no adverse impact to the customer's blood glucose level due to this issue. The pump was found to start, charge, and be recognized by the computer but displayed the malfunction immediately upon startup, preventing access to the device. A replacement pump was issued, and the defective pump was scheduled for return to tandem for further inspection.